Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No under delivery anomalies noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 250 mg/dl, 400 mg/dl, 500 mg/dl, 582 mg/dl and 580 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer used syringes to treat high blood glucose level. The insulin pump was not on auto mode at the time of incident. Insulin pump was not on auto mode at the time of incident. The insulin pump was alleged for under delivery. The insulin pump passed displacement test. The insulin pump will be returned for analysis.